Event description:
The customer reported that the tip of the device melted while in use. No further info was made available by the site. There was no pt injury.

Manufacturer narrative:
(B)(4). A visual inspection of the incident device revealed that the blue nylon insulation was damaged due to a thermal induced nylon distortion. No insulation was missing. A failure investigation was conducted for this issue. Repeated device activation and high duty cycle can lead to high temperatures that cause delamination of the nylon coating. We have been able to duplicate this in our investigation testing. The product instructions for use (IFU) warn against using the device as a bipolar scissor which can mimic the repeated activation/high duty cycle scenario. The IFU also indicates to keep the jaws clean and not to activate the jaws if they are submerged in fluids. These incidents do not typically present any harm to the pt. Attempts to produce a coating that can withstand customer misuse have not been significantly successful in eliminating the failure mode completely. Complaints continue to occur at a low rate.